Manufacturer narrative:
The pump was unable to vibrate due to a broken vibrator black wire. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was 9.0 mmol/l. The customer stated that the pump will not go into vibrate mode but regular alarms work. The customer stated that they replaced the battery with a new energizer and ran self-test and it still did not vibrate. The customer will be sent a replacement pump.